Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was noted on both the atrial and ventricular leads. The patient was noted to be at home and was not thought to be in an electromagnetic field. The competitor leads were noted to be "broken" and were explanted. The physician questioned if there was an issue with the connector. The device was explanted and replaced. No patient complications have been reported as a result of this event.